Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received attached to a device. The reload was fully fired and engaged in interlock and the device was returned with the I-beam fully extended at the 0 cm cut line with the jaws closed. The reload was disassembled and the knife laminates were bent. Score marks were present along the length of the channel adapter. Most of the staple pushers were pushed back to the cartridge. Functionally, when the firing knobs on the returned handle, I-beam was retracted and the jaws opened without difficulty. The returned reload was unloaded from the returned handle and the returned reload was loaded into the returned handle. The interlock was overridden and the reload was applied to test media. Test media was transected and the reload interlock was tested and found to function properly. It was reported that after firing the device, there was resistance while attempting to retract the knife. The device was also difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if device had been applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic partial resection of lung, on pulmonary parenchyma resection, the device was used by connecting the reload to the handle. The firing was completed but the black return knob could not be retracted and the reload could not be unloaded from the handle. A new handle and reload was taken out. The tissue was clamped and when the green button was being pressed, the jaws opened. A new handle was taken out to resolve the issue. There was no patient injury.